Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was capped and replaced. The patient condition was good after the event.

Event description:
It was reported that externalized conductors were observed on the rv lead via fluoroscopy. All electrical functions of the lead were within range. The lead remained implanted. The patient condition was good and will be monitored.